Event description:
It was reported that after a full revision surgery, the patient believed his settings were programmed back to pre-operative settings and returned back to work. The patient stated that he was still under the effects of anesthesia when he spoke with the representative post-operation and was told that the device was ok. The patient missed his follow-up appointment because he believed the device was set to previously programmed settings. While driving, the patient had a seizure and had an accident and is currently on short term disability for seizures. The patient noted that he had been seizure-free for 10 years and is now being ramped up to previous settings. From follow up with the representative at the surgery, it was confirmed that the device was functioning within normal limits after surgery; pre-operative normal mode output current was set to 2.0ma, and then post-operative normal mode output current was set to 0.5ma prior to the patient leaving. It was noted that the representative was instructed to be programmed up to tolerable settings per the physician, and the representative stated that he had done so. The representative had noted from surgery that he had initially programmed the device to 0.125ma, which was gradually programmed up to 0.5ma. At the patient's most recent visit, it was confirmed that the device was functioning as intended, and diagnostics were within normal limits. No additional, relevant information was received to date.